Event description:
The home pt connected the pt line extension to the pt line of the homechoice set after the priming cycle was completed. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.